Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user is alleging that the lift has become loose and needs some tightening up.